Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited alarms with error code 1720. Per reporter, batteries were replaced but upon powering up, pump alarms again. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).